Event description:
On (B)(6) 2009, a dental assistant was trying to remove a used 15c ultex scalpel blade from a hu-friedy scalpel blade handle. Initially, the assistant used a blade remover, which did not work and then chose a curved hemostat for the removal. During the removal, the clinician cut her finger and required medical attention. Blood was drawn from both the pt, who had the surgical procedure (with the scalpel blade), and from the injured assistant. The blood was tested for (B)(6). The assistant's injury required 2 stitches on her index finger. On (B)(6), the blood test results for both the dental assistant and the pt came back (B)(6). The assistant had the stitches removed and is recovering well.

Manufacturer narrative:
A hu-friedy rep was visiting a dental clinic at virginia commonwealth university and a dental assistant told the rep. About an adverse event that occurred with a hu-friedy scalpel blade handle, catalog # 10-130-05. The event occurred on (B)(6) 2009, and involved a (B)(6) female dental assistant that was trying to remove a scalpel blade from the handle. The hu-friedly rep reported the event to the hu-friedly via e-mail on (B)(4) 2009, and collected the handle involved in the incident for return to hu-friedy. The scalpel handle arrived on 10/10/09, was evaluated by a quality assurance engineer. Visual and dimensional inspections indicated that the scalpel handle was within specification for size and shape, no mfg defects were detected. Functional tests performed with a 10-256-15 hu-friedy scalpel blade and 10-199-00 scalpel blade remover and there was no difficulty in removing the blade from the returned handle. The blade involved in the event was not returned and could not be evaluated. The returned handle had the working area (slot where the blade is attached) heavily nicked and scratched. It was concluded that the end user may be misaligning the blades upon engagement, which in turn, leads to difficulty in disengaging the product after use. The instrument used to remove the blade, a curved hemostat, is not the tool recommended for safe removal of a scalpel blade. Hu-friedy tracks our devices by a lot #, which is tied to the date of mfg. The product involved in the event was a stainless steel instrument that does not have a expiration date. The device is not implanted, therefore, implant/explant dates are not applicable.